Manufacturer narrative:
The device has been returned and evaluated by product analysis on 12/24/2013 with the following findings: review of the black box showed no evidence of a load step malfunction. The pump powered on normally. An ¿ezprime¿ sequence was successfully completed. There were no errors or load step malfunctions duplicated during testing. The force sensor calibration check showed that the pump was not detecting the correct force at 5 pounds. The pump cover and force sensor were removed for investigation. The force sensor resistance was found to be in specifications, the force sensor pins were seated and solder connections were intact. There was no evidence of contamination or a crack at the force sensor. Unrelated to the initial complaint, a crack near the case seal of the battery compartment was observed. The initial complaint of a load step malfunction was unable to be duplicated. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2013, the reporter contacted animas for an unrelated issue and troubleshooting indicated small prime volumes in the pump¿s prime history, indicating that the pump was priming during the load step. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas at the time of this report. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.